Event description:
The customer reported low sodium (na) and chloride (cl) results, for multiple patients, involving the unicel dxc 800 synchron system. The customer stated quality control (qc) for na and cl were within range but low. Patient results for na and cl recovered three to four points lower compared to the alternate unicel dxc 800 system. The low na and cl patient results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the eic (electrolyte injection cup) valve assembly and the sodium (na) and chloride (cl) electrodes to resolve the issue. The instrument conformed to the manufacturer's published specifications. Valve assembly.